Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. Review of the system did not show any oversensing and/or noise. No changes have been made at this time and the crt-d remains in service. No adverse patient effects were reported.